Event description:
Defibrillator was set @ 360j for cardio inversion of a pt sent to the e.d. Unit sent to the e.d. Unit fired at this setting but caused monitor to "blank out." The unit then became inoperable.